Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the incorrect correction factor was entered by the customer. Tandem technical support guided the customer through correcting this setting on the pump. Customer's blood glucose level was 212 mg/dl.